Manufacturer narrative:
Concomitant medical products: product ID: 399960, lot# v024506, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v011542, implanted: (B)(6) 2007, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)

Event description:
It was reported that patient was seen on (B)(6) 2015 for reprogramming of the new implantable neurostimulator (ins) after her old battery was replaced due to normal battery depletion. They found that the bottom 2 contacts of the lead were "out." They were able to reprogram the ins and get the coverage the patient needed in her foot. The patient was doing fine. If additional information is obtained, a supplemental report will be sent.